Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer (fse) removed the apertures, cleaned them, and replaced the apertures. Following the service, startup and quality control (qc) results were within specifications. The instrument was returned back into operation. The cause of the erroneous results was the wbc apertures were clogged.

Event description:
The customer reported that erroneous low white blood cell (wbc) results and wbc total vote-out results ("---" results) were generated on a coulter lh 780 hematology analyzer for four to five patients. Actual patient data was not provided by the customer. An assessment for instrument generated flagging could not be made because printouts were not provided. The customer also indicated they were obtaining incomplete computations ("..." Results) on differential number results. The erroneous results were not reported outside the laboratory and hence there was no death, serious injury or modification to patient treatment associated or attributed to the event. The unit is currently performing within quality control (qc) specifications with respect to controls (accuracy) and reproducibility (precision) and controls executed after the event met customer established specifications. No specific patient information, or sample collection/handling data was provided by the customer.